Event description:
A pt contacted lifecor customer support to report that he put one of his battery packs in the charger and now the battery pack is not charged. He stated that the second battery pack will power the monitor but shows it has no charge. A pt services rep (psr) visited the pt and replaced the battery packs and battery charger.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4) - 02/2009. Battery pack (B) (4) - 02/2008. Battery charger (B) (4) - 04/2007. Device evaluation summary: device evaluations of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector to the charger base was damaged. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk but is likely random component failure. Battery pack (B) (4) has mismatched cells. The pt had used this battery pack until it was almost dead since the charger was not working correctly. It was repaired, retested and restocked. Battery pack (B) (4) had defective cells. The pt had used this battery pack until it was completely dead since the charger was not working correctly. It was repaired, retested and restocked. No adverse event resulted from the damaged battery charger and battery packs. The pt received a replacement battery charger and battery packs.